Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: carefusion¿s factory service department completed an investigation on the avea uim and the reported issue could not be duplicated this time either. However, through a visual inspection, damage was found to the lower right rear cover and the unit was received without a cable assembly. The identified the root cause of the reported issue was unable to be determined. The uim was sent to failure analysis laboratory for further evaluation. The avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. However, the unit did have a blank screen but it did not cycle indicating two separate issues. The identified the root cause of the reported issue was due to multiple areas of liquid damage and physical damage which more than likely induced the original reported issue.

Event description:
The customer reported that the ventilator's user interface module (uim) started to blink and then went off by itself while the ventilator continued to cycle. The vent's led lights on the membrane continued to function as well. There was no patient involvement.